Event description:
It was reported that during patient infusion of levophed with a spectrum iq pump, the patient¿s mean arterial pressure (map) began to drop. The nurse titrated the medication ¿up¿ and noted the medication bag had not decreased. In addition no drips were observed in the tubing chamber. The nurse re-primed the tubing and restarted the infusion. Subsequently, the patient "quickly became hypertensive" according to the reporter, the nurse ¿determined the patient had not been receiving the total volume of the medication prior to restarting¿. The spectrum pump was switched to a new pump. The customer clinical engineer notes reported an air in line alarm, upstream occlusion alarm, and low infusion rate (in the log). Medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event history log review was performed. A new infusion of norepinephrine was programmed on the reported event date. The user started the pump at an initial rate of 6.5 ml/hr and a volume-to-be-infused of 215 ml. At 05:49 the pump stopped due to an "air-in-line!" Alarm. 18 minutes later, the pump stopped due to an "upstream occlusion!" Alarm, which was cleared and the pump restarted by the user in the same timestamp. The pump continued for about 6 hours and 38 minutes following the alarm, 12 minutes of which the pump was stopped by the user. The user updated the rate on 41 occasions during the time. The log cannot be used to determine if the alarms are true or false or if they were properly resolved by the user. However, if the user did not properly clear the original upstream occlusion in the IV line, the pump may not alarm or may be slow to alarm again for the occlusion. The issue is addressed in fa 2021-056, spectrum pump failure to emit an upstream occlusion alarm & under infusion. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.